Event description:
It was reported that the bd facslyric¿ 3l12c instrument ceivd produced erroneous results with patient samples and process controls. Visual inspection was used to confirm the erroneous results rather than confirmatory testing, and they were not reported to clinicians. There was no report of adverse patient impact. The following information was provided by the initial reporter: "customer reports that in the past 3 days the instrument has been giving erroneous results while running worklists both with patient samples and process controls. The issue is intermittent and happens in facsuite with multiple assays using different tube settings. Pqc and atss pass always without problems. Monthly clean has been done without any improvement." "Was it obvious that the results could not be trusted? Yes, the operator observed suboptimal results, but repeated the acquisition tom obtain correct results. Is a confirmatory test always performed? No, but not needed in this case. It is a visual inspection, operator task. Were erroneous results reported to the clinician? No, it was observed and corrected right away." "Are there erroneous results on patient sample from diagnostic test? Yes. Was there any delay of treatment due to the issue? No. If patient samples were redrawn, was there any change or delay of treatment? No. Was there any physical harm/injury to the patient due to the issue? No."

Manufacturer narrative:
H.6. Investigation summary: scope of issue: the scope of issue is only limited to facslyric 3l12c instrument ceivd, part # 663029, serial # (B)(6). Problem statement: customer reported a complaint regarding their instrument producing erroneous results. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 12nov2020 to date 12nov2021. Complaint trend: there are 4 complaints related to the issue of high carry over; pr# 2837154, 2837212, 3868980 and this one 3951908. Date range from 12nov2020 to date 12nov2021. Manufacturing device history record (DHR) review: DHR part #663029 serial # (B)(6), file # 663029-663029-r663029000264-107286154-21, was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the erroneous results could not be determined. The customer had initially reported that the instrument would produce erroneous results on patient samples and process controls despite different tube settings. Monthly cleans did not improve this issue. A tsr (technical service representative) contacted the customer attempting to resolve the issue, but ultimately had to contact an fse (field service engineer) for assistance in checking the flowrate stability. The fse found no issues with the instrument and contacted as (application support) to assist with this case since it is not service related. The work order was closed and application support took over the issue. No parts were requested for evaluation as there was no parts replaced. Although the unexpected results were from patient samples for clinical use, no patient was treated nor harmed from incorrect results. The results were captured prior to any diagnosis decision and was reported to bd as not expected. There was no delay in patient treatment due to any unexpected results. Proper daily and monthly cleaning procedures can be found under ¿maintenance¿ in the user guide; bd facslyric¿ clinical system instructions for use, #23-19938-02 rev. 1/vers. A. The safety risk is moderate, s3, and there was no impact to patient health or safety. Service max review: review of related work order #: 02200342, case # 01506054 install date: 27apr2021 defective part number: n/a work order notes: subject / reported: 663029 - facslyric - erroneous result problem description: customer reports that in the past 3 days the instrument has been giving erroneous results while running worklists both with patient samples and process controls. The issue is intermittent and happens in facsuite with multiple assays using different tube settings. Pqc and atss pass always without problems. Monthly clean has been done without any improvement. Examples of the problem are attached to the case. Internal notes: (B)(4) root cause: based on the investigation results the root cause of the erroneous results could not be determined. Conclusion: based on the investigation results the root cause of the erroneous results could not be determined. The tsr in contact with the customer attempted to understand the issue but ultimately requested for an fse visit to perform the repair onsite. The fse determined that there was no technical issue found with this instrument and the customer was connected with application support regarding the issue. The issue was not service related and application support took over the issue. No one was harmed or injured, and no medical diagnosis was performed due to any incorrect results. The safety risk is moderate, s3, and there was no impact to patient health or safety. Supporting document: n/a h3 other text : see section h10.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd facslyric¿ 3l12c instrument ceivd produced erroneous results with patient samples and process controls. Visual inspection was used to confirm the erroneous results rather than confirmatory testing, and they were not reported to clinicians. There was no report of adverse patient impact. The following information was provided by the initial reporter: "customer reports that in the past 3 days the instrument has been giving erroneous results while running worklists both with patient samples and process controls. The issue is intermittent and happens in facsuite with multiple assays using different tube settings. Pqc and atss pass always without problems. Monthly clean has been done without any improvement." "Was it obvious that the results could not be trusted? Yes, the operator observed suboptimal results, but repeated the acquisition tom obtain correct results. Is a confirmatory test always performed? No, but not needed in this case. It is a visual inspection, operator task. Were erroneous results reported to the clinician? No, it was observed and corrected right away." "Are there erroneous results on patient sample from diagnostic test? Yes. Was there any delay of treatment due to the issue? No if patient samples were redrawn, was there any change or delay of treatment? No. Was there any physical harm/injury to the patient due to the issue? No."